Event description:
Additional information: it was reported that in response to the infection the patient was hospitalized and underwent unspecified surgery. The patient was prescribed vancomycin. The infection remains ongoing and the patient is being treated with oral antibiotics.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The patient remains ongoing on vad support. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the clinic after a week of drainage at the driveline exit site. Cultures grew unspecified mixed gram positive bacteria. The patient¿s white blood cell count was 8.5 x 10^9/l and temperature was 97.2f. The patient was prescribed oral bactrim ds for 14 days.

Event description:
Additional information: further information regarding the patient¿s infection and treatments was provided. It was reported that on (B)(6) 2016, the patient had a routine clinic visit, during which it was reported that for one week, the patient¿s driveline exit site had drainage of a moderate amount of a thick green ¿jelly-like¿ substance. Reportedly, there was no associated pain, trauma, or redness at the site. The patient was prescribed bactrim, which was continued until (B)(6) 2016. On (B)(6) 2016, the patient again presented for a routine clinic visit. The patient had chest soreness, abdominal pain, and clear drainage from the driveline exit site. A culture was collected and revealed scant staphylococcus growth. On (B)(6) 2016, the patient presented with left side pain, at the pump site. The pain was reported to radiate down to the epigastric area, and had been worsening during the previous week. The patient had low grade fevers up to 100.5 degrees fahrenheit and the driveline drainage was ongoing. Blood, urine, and wound cultures were collected and all were found to be negative. The patient reported back to the site on (B)(6) 2016 due to pain and driveline drainage worsening. The patient was also reported to have low grade fevers overnight (within the 100s degrees fahrenheit) and worsening fatigue. Driveline culture was collected and came back with coagulase-negative staphylococci. The patient was started on doxycycline and completed the course on (B)(6) 2016. On (B)(6) 2016 the patient was admitted for incision and drainage (I&d). The patient had infection consults and was started on IV vancomycin. The following day, (B)(6) 2016, the patient underwent the I&d procedure. During the procedure, it was reported that lot of purulence was sitting around the opened fascia all the way down to the lvad, with definite purulence around the lvad. The surgeon removed the gore-tex patch which was part of the lvad reconstruction and performed the I&d. A wound vac was placed. On (B)(6) 2016, a repeat washout was performed. Then on (B)(6) 2016, the patient underwent an abdominal washout and closure. Since the patient¿s admission on (B)(6) 2016, all intraoperative cultures and post-procedure cultures were negative. The patient was discharged on (B)(6) 2016, in stable condition and prescribed oral doxycycline for three weeks. On (B)(6) 2016, the patient had a follow-up appointment. There was no driveline drainage present and only minimal pink drainage from the midline incision. The patient did not have abdominal pain or fevers. Another follow-up appointment on (B)(6) 2016 found excessive drainage from the driveline site and at the site of the jackson-pratt drain (jp) was located. The patient was reported to have some abdominal tenderness as well.